Manufacturer narrative:
(B)(4)

Event description:
It was reported that the tip of the 4.5 endoscopic cannulated drill bit broke when over-drilling. The broken tip was removed. The operation was completed with back-up device. There was 10 minute delay in the operation. No patient impact reported.

Manufacturer narrative:
The drill has a split at one of the drill flutes. No pieces of the drill are missing. The guide wire is bent approximately 1.5 inches from its distal end. The condition of the drill is consistent with drilling over a bent guide wire. Use error most likely contributed to this event.